Event description:
The initial reporter received a questionable elecsys pth assay result from one patient sample tested on the cobas 6000 e601 module. The reporter complained that the pth result on (B)(6) 2023 was significantly higher than all the other results. The reporter further stated that this was the only result that was far above the expected values; all the other results were within the normal ranges. The following results were reported to the patient and the medical personnel: the pth result on (B)(6) 2023 was 55.29 pg /ml. The pth result on (B)(6) 2023 was 1032 pg/ml. The pth result on (B)(6) 2023 was 63.59 pg/ml. The pth result of a serum sample on (B)(6) 2023 was 31.12 pg/ml. The pth result of a plasma sample on (B)(6) 2023 was 32.17 pg/ml.

Manufacturer narrative:
Na h3 other text : na.

Manufacturer narrative:
The investigation noted that the calibration prior to 21-jun-2023 was 14-june-2023. The investigation reviewed the qc chart and noted that it did not show the control results for the day the very high pth results were received; it only showed an overview of some results around 14-june-2023. The investigation reviewed the precision test results; the results were within specifications. The investigation determined that there is no evidence for a generic reagent issue. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.